Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue is due to a material crack of the optical sensor face likely due to a failure of the sensor interacting with shockwave.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
Corrected information has been provided in h9.

Manufacturer narrative:
D4 catalog was revised. Primary UDI number was revised. D9 device was received and date returned was added. H6 type of investigation was revised due to the device being returned. H11 additional manufacturer narrative was revised due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced loss of the optical sensor. No patient harm was reported.